Event description:
It was that a patient underwent a revision total knee arthroplasty. Subsequently, six (6) years and four (4) months post-implantation, the patient began experiencing swelling, pain, stiffness, instability, buckling, redness, difficulty walking, and a cracking sound/loud painful pops. Diagnostic imaging was performed and did not reveal loosening of the cemented components. All implants remain implanted and additional medical intervention has not been reported.